Event description:
It was reported that a drill tip broke inside a patient. The procedure was completed by using a second drill bit and imaging confirmed that the drill bit remained in the patients bone.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
Please note the corrections to h6 results and h6 conclusion codes. The reported event could be confirmed from the pictures provided which matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation, but pictures were provided which confirms the alleged failure. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However from the provided pictures it is indicated the breakage was most likely caused due to user error. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a drill tip broke inside a patient. The procedure was completed by using a second drill bit and imaging confirmed that the drill bit remained in the patients bone.